Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign matter was found in the burette chamber of a buretrol sol. Admin. Set. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a particulate matter inside the burette. The reported condition was verified. Due to the nature of the provided sample no further testing could be performed; therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.